Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags follow up: initial log file analysis shows blower-related technical errors during ventilation, indicating that the ventilator entered an ambient state. The blower has been requested for physical investigation but has not yet been received. Therefore, the investigation requires additional time. Once the investigation results are finalized, we will inform you accordingly.

Event description:
Hamilton medical ag received the following incident description (summary): the customer reported increased noise during ventilator operation, and subsequent inspection showed the blower operating at 82% and failing blower tests in service mode, prompting an inquiry about possible blower replacement under warranty. It was reported that a patient was involved and a additional device was required. No clinical signs, symptoms or conditions, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.